Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported via email. The customer received an unspecified lower glucose reading by adc sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer reported that on saturday (B)(6) at 2am, their sensor indicated that they were having hypoglycemia so they self-treated with soft drinks and chocolate but their sugar soon went back down. The customer was trying to regulate their blood sugar for a few hours and had a couple of hours sleep before getting ready for their daughters wedding. The customer began to feel "unwell" and had "anxiety" and was "upset". While the customer was driving to the reception venue, they had to stop twice to have another soft drink because their sugar began to indicate low again. The customer then began to feel confused and had a "panic attack" because their sugar level wont stay up. On arrival at the venue, the customer could not stop shaking and felt very cold. The customer was assisted by a third-party and and wrapped them in blankets to keep them warm and by that time they already had 9 cans of soda, 4 mars bars and some popcorn. By 7pm the customer was "desperately upset", "panicking", "shaking" and feeling "sick." The customer then called emergency services and spoke to a nurse who sent an ambulance out to them as the customer had too much caffeine in their system from the soda that they drank for their hypo¿s, causing an "over dose "and "risk of cardiac arrest", their heart rate and "blood pressure were at a dangerous level." The customer was immediately put on an intravenous drip by the paramedics. The paramedics also checked the customer's blood glucose levels and got a high reading. Because the customer's heart rate and blood sugar was still high, the customer was taken to the nearest hospital. At the hospital. The customer was given 3 bags of fluid intravenously for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product.  The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint.     A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues.  If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported via email. The customer received an unspecified lower glucose reading by adc sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer reported that on saturday (B)(6) at 2am, their sensor indicated that they were having hypoglycemia so they self-treated with soft drinks and chocolate but their sugar soon went back down. The customer was trying to regulate their blood sugar for a few hours and had a couple of hours sleep before getting ready for their daughters wedding. The customer began to feel "unwell" and had "anxiety" and was "upset". While the customer was driving to the reception venue, they had to stop twice to have another soft drink because their sugar began to indicate low again. The customer then began to feel confused and had a "panic attack" because their sugar level wont stay up. On arrival at the venue, the customer could not stop shaking and felt very cold. The customer was assisted by a third-party and wrapped them in blankets to keep them warm and by that time they already had 9 cans of soda, 4 mars bars and some popcorn. By 7pm the customer was "desperately upset", "panicking", "shaking" and feeling "sick." The customer then called emergency services and spoke to a nurse who sent an ambulance out to them as the customer had too much caffeine in their system from the soda that they drank for their hypo¿s, causing an "over dose "and "risk of cardiac arrest", their heart rate and "blood pressure were at a dangerous level." The customer was immediately put on an intravenous drip by the paramedics. The paramedics also checked the customer's blood glucose levels and got a high reading. Because the customer's heart rate and blood sugar was still high, the customer was taken to the nearest hospital. At the hospital. The customer was given 3 bags of fluid intravenously for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.